Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a preventive maintenance (pm), the getinge field service engineer (fse) noticed that the upper display had two horizontal lines, during testing and the bottom display case was broken on two front corner, and the left corner was opened. To fix this issue the fse replaced, calibrated and tested the display assembly. The fse also noticed that the fiber optic connector gasket was broken. As a result, the fse replaced the upper panel, the trainer on/off label, and the patient connector label. The fse proceeded to complete the pm and replaced the safety disk and tidal disk. Functional and safety checks were performed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6). The full name of the initial reporter : (B)(6).

Event description:
During a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that the cardiosave intra-aortic balloon pump (iabp) had a display issue. While testing the display, the fse identified two horizontal lines on the upper display. There was no patient involvement; thus no adverse event was reported.